Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was getting harder to press and does sound louder when rewinding the insulin pump. Customer¿s blood glucose level was unknown. The customer also reported that they received lot of unexplained no delivery alarms and also insulin pump rejects certain batteries. The insulin pump will not be returned for analysis.